Event description:
During a prostatectomy case, the second arm on the davinci faulted according to the physician trying to operate. It would not accept a new instrument. The system was shut down and restarted. Technical support was notified. The arm did regain its abilities but resulted in a delay in completion of the procedure and longer time under anesthesia. There was no harm to the patient. This was the sixth time this system was used. It also failed during its third use. The system is being replaced by the manufacturer.